Manufacturer narrative:
No indication of device return. Investigation is ongoing. H3 other text : no indication of device return.

Event description:
As reported to implant patient registry, the 26mm sapien 3 valve was explanted three years and 3 months post implant in the aortic position. No additional information was provided. The reason for explant is unknown.

Manufacturer narrative:
Medical records were received regarding the unknown reason for explant. The patient presented with recent history of shortness of breath, dyspnea exertion and orthopnea ultimately found to have leukocytosis and staphylococcus saprophyticus bacteremia. The patient was found to have a pacemaker infection, bacteremia, aortic valvular endocarditis and subsequent aortic valve stenosis of unspecified etiology. Per tee performed at the time of admission, the prosthetic aortic valve was well-seated. The prosthetic leaflets are well visualized. The prosthetic leaflets appear thickened. The prosthetic aortic valve appeared to open well. Explantation of the 26 mm tavr edwards sapien 3 valve was performed, as well as debridement of aortic valve annulus and closure of small interventricular abscess. Redo aortic valve replacement with 23 mm edwards lnspirs pericardial tissue valve. There is no allegation an edwards device caused or contributed to the endocarditis that subsequently resulted in leaflets thickening, mild eccentric intravalvular aortic regurgitation and stenosis of unspecified etiology with no grading. It should be noted that the patient had leukocytosis and staphylococcus saprophyticus bacteremia related to a pacemaker infection. In this case, the valve was explanted 3 years 3 months post tavr procedure due to endocarditis. The patient underwent a surgical aortic valve replacement with the removal of the tavr valve. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Reports of pve occurring greater than 60 days of implant (late) are not reportable. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.